Event description:
It was reported that the plaintiff underwent unspecified neck, shoulder and back surgery during 1994 where vicryl sutures were used and claims infection and injuries as a result of contaminated sutures.